Event description:
It was reported that this right atrial (ra) lead was reposition as it was dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was reposition as it was dislodged. No additional adverse patient effects were reported.